Manufacturer narrative:
A ge service representative performed an onsite investigation. Cb2 was evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a non-recoverable loss of system functionality. No patient or user injury was reported.